Manufacturer narrative:
Button error alarm due to moisture damage on keypad traces. No moisture damage found inside the insulin pump. The insulin pump received with cracked display window corner, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they were administering a bolus when alarm occurred. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but she did have the device attached to her undergarment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 99 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.